Manufacturer narrative:
The lot # is unk; therefore, no review of the device history record could be performed. The instructions for use for this product family which accompanies each device states in the adverse reactions section: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." The instructions for use states in the precautions section: "the mesh should only be used by physicians who are trained in the surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes. Acceptable surgical practices should be followed for the mgmt of infected or contaminated wounds. (B) (4).

Event description:
It was reported (B) (4) that following a posterior mesh procedure, the pt experienced pain and pressure. When the pt returned to the doctor after the surgery, the doctor told her that she had exposed mesh, infection and erosion on the posterior vaginal wall 3 cm apical to the hymen. Additional info not possible as no contact info was listed on the maude report.